Event description:
Healthcare professional reported "Capsular Contracture Baker grade IV". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular contracture, Baker grade IV.